Event description:
The pt reported that on (B)(6) 2012, she had very low blood glucose while at a restaurant. She ate sugar and drank juice but could not get her bg to rise, so she called an ambulance. She was taken to the emergency room, but did not report what treatment she received there. The hosp did not remove the device; insulin delivery was suspended. She uses a different bg meter, so no bg measurements were recorded in her pdm.

Manufacturer narrative:
The returned device was evaluated and performed as intended. No malfunction or other product condition that would have contributed to the reported hypoglycemia was found. There are safety mechanism in the device design to prevent over-delivery of insulin that contributes to low blood glucose. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "test results below 70 mg/dl mean low blood glucose (hypoglycemia). If you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl, follow the treatment advice of your healthcare provider," and advises "hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm."